Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The device was quarantined after the positive culture and was not used. During device evaluation at olympus, it was found the complaint was confirmed and the scope cover was leaking and switch #1 was leaking due to a cut. Also, evaluation found angulation was slack, the bending angle did not meet specification, the scope plate was damaged, the bending section cover adhesive was detached and cracked, the scope cap was scratched, the distal end insulation test failed due to peeled bending section cover adhesive, the light guide lens was cracked/chipped, the light guide lens adhesive was worn, the light tube was wrinkled, the light guide bundle was broken, the objective lens adhesive was worn, and the body control unit insulation test failed due to a cut on the heat shrinking tube of the forceps elevator lever. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the scope could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the scope could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the evis exera iii colonovideoscope tested positive for an unexpected contamination. The scope also failed in the reprocessor due to a leak. A manual leak test did not fail so the customer suspected a small leak. There was no reported patient harm or impact due to this event.